Event description:
Event description guidant received information that during the review of stored episodes of the cardiac resynchronization therapy defibrillator (crt-d), nonsustained episodes (160) were noted with two inappropriate shocks delivered. Noise was seen on both the ventricular rate/sense and shock electrograms. The noise resulted in pacing inhibition; however, it was not reproducible with isometrics. All lead measurements were noted to be within normal limits.